Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the day of the event, at midnight, the patient experienced vomiting, dehydration, an upset stomach, chest pain and general malaise. The cgm reading at that time was between 120-140 mg/dl. No fingerstick reading was taken at that moment. At 04:00am, concerned about the patient's condition, the parent brought them to hospital. When a fingerstick was taken at the hospital the cgm reading was 140 mg/dl, and the blood glucose reading was 517 mg/dl. The patient was treated with intravenous zofran for nausea, two bags of saline for dehydration, 10 units of insulin, 5% dextrose with 0.45% sodium chloride fluids, and toradol for chest pain (dosage unspecified). One hour later, the patient was started on an insulin drip at a rate of 4 units per hour, which was subsequently adjusted to 3 units per hour approximately 45 minutes to an hour later. By 02:00pm, due to the patient being in diabetic ketoacidosis, they were transferred to the intensive care unit (ICU) for closer monitoring with hourly checks. As of 4:15pm on the day of the event, the patient reported feeling better but would remain in the hospital overnight for observation, with an anticipated discharge planned for the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling a lot better, and it was understood the patient had stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient experienced symptoms. The data investigation found a difference in values that fall within the c zone of the parkes error grid when checked at the hospital. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to peg statement. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Pairing test was performed and passed. As previously reported, performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product.